Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a long hair inside the unopened packaging of a minicap transfer set. This occurred before use of peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual sample was received for evaluation. A visual inspection with the naked eye noted a blue soft fiber inside an unopened pouch. The fiber was extrinsic to the set and located outside the fluid path (no breach in the sterile pathway); therefore, there is no risk of contamination and/or infection to a patient. The reported condition was verified. The cause of the condition is related to the assembly process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.